Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient changed her sensor (1st), but after the warmup it started giving jumpy readings and started to feel shaky. Bg test was done but there was no value reported. No treatment taken although she continued using her integrated pump. She went to her neighbor for help and her neighbor called the ambulance to transport her to the emergency room (ER). Her bg was tested low in the ambulance and at the ER while cgm showed otherwise, but she can't recall the exact bg and cgm values. No medication provided, but she was given food. She was discharged the same day feeling better. Following the discharge on (B)(6) 2025, patient inserted the new sensor (2nd) the next day on (B)(6) 2025, but after the warmup it started giving jumpy cgm readings and started to feel shaky again. Bg test was done but she can't remember it anymore. No treatment taken although she continued using her integrated pump. She went to her neighbor again for help and her neighbor called the ambulance for her to be transported to the emergency room. Her bg was tested high in the ambulance and at the emergency room while cgm showed otherwise, but she can't recall the exact bg and cgm values. No medications were provided but she stayed at the ER for 5 hours. She was discharged the same day feeling better. On (B)(6) 2025, the patient inserted another sensor (3rd), but after the warm up it started giving jumpy readings and started to feel shaky again. Bg test was done but she can't remember it anymore. No treatment taken although she continued using her integrated pump. She went to her neighbor again for help and her neighbor called the ambulance for her to be transported to the ER. Her bg was tested high in the ambulance and at the ER while cgm showed otherwise, but she can't recall the exact bg and cgm values. She can't remember what medication were given. She stayed at the hospital for 8 hours and was discharged the same day feeling better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.